Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the insertable cardiac monitor exhibited false pauses due to under-sensing. Programming changes were discussed. No intervention was performed.